Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all of the known information at this time.

Event description:
It was reported that the product expiration date differed from the best-before date on the carton/label.

Manufacturer narrative:
The reported event is confirmed- manufacturing related. Visual evaluation 2 photo samples received attached in nonconformance report both showing external packaging of product. One picture shows the package label of mec stating the expiration date as july 21, 2026 and the second picture received shows package label of box of mecs stating the expiration date as july 28, 2026. Based on the different dates printed onto the products the product does not meet specifications. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labelling review is not required as it would not have prevented the reported event. Correction: g h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The actual/suspected device was inspected.

Event description:
It was reported that the product expiration date differed from the best-before date on the carton/label.